Manufacturer narrative:
The actual complaint sample was returned for review by the customer. The customer returned 7 sponges that were not banded together and outside of the primary package. The samples were evaluated for the reported condition and clearly showed short or small fibers falling from the sponges when agitated. This would give the sponges the appearance of fraying. The device history record (DHR) was reviewed for lot # 15f099762x and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition as described by the customer. The DHR review showed that all acceptance criteria inspections were within specifications during the production process. A root cause for the reported condition cannot be specifically identified. A potential root cause is that this condition may occur during the cutting process of the gauze. The short fibers could be generated if blades are not sharped or misaligned. A formal corrective and preventative action (CAPA) has been opened to address similar issues as observed in the sample. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 09/08/2015 that a customer had an issue with a gauze sponge. The consumer states the gauze in the pack is fraying.